Manufacturer narrative:
The field service representative (fsr) replaced the ccm hard drive. The unit operated to the manufacturer's specifications.

Event description:
The user facility's biomedical technician reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) failed to boot. The ccm was attempted to be rebooted three times but the issue remained. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the customer hard drive into a lab use only (luo) central control monitor (ccm) and observed the ccm to fail to boot up correctly. The ccm stated 'no valid commercial license found' and would not boot up to the splash screen. The customer hard drive was removed and the luo hard drive was reinstalled. The ccm booted up correctly to the splash screen. It was determined that the customer ccm hard drive was defective.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.